Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. This is 1 of 3 related events in which the patient was hospitalized for hypoglycemic shock on separate occasions. Please see related records (B)(4). And (B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. This is 1 of 3 related events in which the patient was hospitalized for hypoglycemic shock on separate occasions. For this specific event, on 0(B)(6) 2026, the patient reported that his bg felt ¿very low.¿ his receiver displayed a reading of 67 mg/dl. When emergency medical personnel arrived, a fingerstick measurement indicated a bg level of 15 mg/dl. The patient reported sweating and noted that he did not have test strips available to perform a fingerstick prior to ems arrival. At an unspecified time, the patient lost consciousness. He stated that his brother found him unresponsive and called 911. The patient could not recall what treatment or medication, if any, he received prior to losing consciousness. Ems performed an additional fingerstick that again measured approximately 15 mg/dl, and the patient was treated with IV glucose. He regained consciousness approximately two hours after treatment was administered. The patient was transported to the hospital for further evaluation. At the hospital, the patient was unable to recall both the fingerstick and cgm readings obtained during his stay. He reported that no additional treatments or medications were administered. He remained hospitalized for approximately 24 hours and was discharged on (B)(6) 2026. At the time of follow-up, the patient reported that he was feeling fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.